Event description:
Healthcare professional reported unknown side rupture. The device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Clarification to d6a implant date: 2009 (year only received.); e1 phone number: (B)(6).